Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the provisional shim was returned to the distributorship as it was identified to be missing the locking mechanisms, resulting in the device being loose while building or trialing. No adverse event has been reported as a result of this malfunction.

Manufacturer narrative:
The device history records & receiving inspection report was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Visual inspection not performed, the photos attached in sub form confirm ball bearings are missing but unable to confirm how many for this lot. Medical records were not provided. The device is confirmed to have been a part of a previous CAPA investigation. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. Complaint not confirmed. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event  if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.